Event description:
Patient reported obtaining back-to-back blood glucose results, of 30mg/dl on a professional meter and 128mg/dl on the aviva test system. Patient did not modify therapy based on these results. Paramedics treated patient with orange juice with sugar and a peanut butter and jelly sandwich. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.